Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific xenform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence, ovarian cyst, menorrhagia, endometrial hyperplasia, and incomplete uterovaginal prolapse concurrently with transvaginal hysterectomy, bilateral salpingo-oophorectomy, anterior/posterior repair, sacrospinous ligament fixation, incidental enterotomy repair, cystoscopy. It was reported that following insertion the patient additionally experienced urinary problems and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.